Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the atrial lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Additional information: d10, h6. The reported events of noise leading to oversensing and inhibition of pacing were not confirmed. Electrical testing did not find any indication of conductor fractures and shorting was found to be due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and inhibition of pacing was observed on the atrial lead. No intervention was performed; the patient was stable and will continue to be monitored.

Event description:
It was reported that the lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.